Event description:
Customer reportedly obtained blood glucose results of 292 mg/dl, 105 mg/dl, and 100 mg/dl on the advantage system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system, and replacement was sent.